Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient experienced ventricular tachycardia (vt). During the arrhythmia, reprogramming of the device was attempted, however, programmer lock-up occured. Anti-tachycardia pacing (atp) therapy was provided by the device but was unable to terminate the vt. Because of this, a programmer was used to deliver atp and terminate the arrhythmia to resolve the event. Device reprogramming was successful and the patient was in stable condition.